Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced cartridge leakage while using the ilet bionic pancreas due to loading the connector adaptor onto the cartridge before inserting the cartridge into the pump, resulting in an improperly secured connection. Symptoms included no adverse effects and a blood glucose reading of 140 mg/dl. Outcomes included successful resolution after the patient removed the leaking cartridge, dried the inlet system, correctly inserted a new cartridge into the pump first, and then locked it with the connector, after which pump therapy resumed without further issues. Investigation included remote troubleshooting and user re-education on correct cartridge installation to prevent leakage. Investigation of this case revealed that the leak was associated with incorrect assembly technique leading to an improperly attached infusion set or connector interface. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.